Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary anatomic shoulder replacement on (B)(6) 2014. Last 2 years, increasing stiffness in shoulder joint, with moderate degree of discomfort. Currently unable to abduct arm past level of shoulder. Surgeon stated glenoid was a b2 glenoid at this surgery. All components well fixed, no evidence of infection and with concentric wear on glenoid poly component. All components removed (humeral episiotomy required); and a competitor rsa prosthesis (zimmer comprehensive) implanted, using augmented glenoid component.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Additional event information received stating that the affected side was left shoulder involved. No instruments broke during surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.